Event description:
It was reported that the ilet screen was cracked and became unresponsive, after which the user transitioned to backup therapy while a replacement device was arranged. Symptoms included no reported adverse physiological effects and no glycemic complications. Outcomes included no impact to blood glucose and no need for medical intervention. Investigation included a review of the complaint and logistical replacement activities pending device return. Investigation of this case revealed a damaged display resulting in loss of user interface function. It was concluded that the device experienced a mechanical screen failure that impaired usability without clinical harm.